Event description:
The technologist was unaware that the o-ring had fallen off the mole marker during the mammogram until she viewed the image which showed the mole but not the mole marker. The technologist needed to replace the mole marker and re-image.